Event description:
Baxter (B)(4) received a report that an infusor had leaked at the fill port during patient therapy. The concomitant products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 150 ml in the bladder. Visual inspection of the sample noted leakage (backflow) at the fill-port when the fill-port cap was removed. Subsequent examination revealed the cause of the backflow condition was due to glass fragment (approximately 0.3 mm) trapped under the check-band. The cause of the issue was due to glass fragment introduced into the fluid pathway without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.